Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was calibrated with software. The user indicates there are issues with the top left side of the screen, making it very difficult to use with the analyzer. The device has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of display and stylus issues with the left side of the programmer screen. The connection between the overlay and board was replaced as a preventative measure. The stylus was replaced, and a new stylus calibrated. Analysis also noted that the replacement handle covers was cracked, keyboard hinge was broken, and the display lower hinge was missing hardware. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.